Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the equipment and the electronic ventilation monitoring board were replaced. The unit was returned to service.

Event description:
The hospital alleged that the unit stopped working. This issue was caused by defective electronic ventilation monitoring board. There is no patient involvement.